Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was not receiving effective therapy due to high impedances. Surgical intervention was undertaken and the patient's scs system was replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.